Event description:
It was reported that "during the operation, the peel-away sheath broke during the tearing/removal. There was no safety concern for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) section d.4. - unique identifier (UDI)# corrected from (B)(4). The actual device was not returned; however, the customer provided one photo for evaluation. Visual analysis revealed a peel-away sheath. One side of the peel-away appears to incorrectly split along the score lines, which resulted in a separation around the middle of the extrusion. The score lines along the rest of the peel-away were wavy and not uniform. The reported event is confirmed. A device history record review was performed, and two relevant findings were identified. Two non-conformances were initiated to address the issue of the peel-away tearing incorrectly. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage". The report of a peel-away tearing incorrectly was confirmed through analysis of the customer supplied image. Visual analysis of the customer photo revealed that one side of the peel-away did not tear along the score lines as intended. This resulted in a separation of the extrusion. Based on the customer report and the supplied photo, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the operation, the peel-away sheath broke during the tearing/removal. There was no safety concern for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".